Event description:
No failure. Immediate replacement module used to solve problem.======================manufacturer response for monitor, physiological, module, carescape, pdm (per site reporter).======================unit has been repaired, e-port replaced.